Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was replaced at the customer site. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed while performing the operational check on the device. The evaluation of the system error logs confirmed the issue on the device. The device's flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue there was damage to the cable, so the three-way solenoid valve was replaced on the device. The following parts were replaced as a preventative action for this device: air inlet foam filter and particle filter. A final and run-in tests were performed on the device, along with the battery and valve checks. The device was found to be operational, and it was cleaned.